Event description:
Patient number 1: per customer, the endotracheal tube suction catheter gets stuck in the endotracheal tube. The catheter is sticky. The complaint site indicates they were unable to ventilate patient during aortic dissection procedure resulting in patient oxygen desaturation. The patient had a cardiac arrest requiring CPR.

Manufacturer narrative:
Based on the results of the investigation on the DHR records, no abnormalities were observed for the confirmed lot number 1901ak60a. The retained samples were reviewed and the inspection results confirmed that there were no abnormalities, the tubing surface was smooth and the tubing was soft and similar with other product lots. Samples were returned for the affected lot number 1901ak60a and inspection completed, no abnormities were found. A further in depth root cause analysis was completed and no risk point or abnormalities were found in the investigation of the manufacturing process. In addition, the reported incident has been entered in our tracking and trending program in order to continuously monitor for emerging trends in the marketplace. At this time no corrective action is required.